Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) replaced the user interface (ui) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60 indicating that during boot up, the device's screen is blurred. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse ordered parts ID for the rp-lcd, assy,2nd gen, v60;rp-pcba,user interface, ui 2nd gen,v60 for replacement to resolve the reported problem.

Manufacturer narrative:
Initial reporter institution phone number - (B)(6). Reporter phone number - (B)(6).